Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2009, the pt was implanted with an scs system. The pt has lost stimulation and cannot communicate with the ipg. She has not gained or lost weight and doesn't have any staples. The rep determined that the pt's ipg has failed. No revision date has been set yet.